Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient did not have any improvement in hearing after the implantation. The device was explanted at the request of the patient. The patient was not re-implanted.

Manufacturer narrative:
Conclusions: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The patient's perception was unsatisfactory, however, no technical problem could be detected. The investigation showed a functional electronic circuit and an intact active electrode. In situ measurements showed one channel in high status, but device investigation and received voltage matrix suggest that this was rather due to tissue properties than to wire breakage. The damages found to the reference electrode are most likely attributable to the explantation surgery. Based on the patient's report the reason for the reduced benefit seems to be non-device related, as no improvement had been observed since implantation. This is a final report.

Event description:
It was reported that the patient did not have any improvement in hearing after the implantation. The device was explanted at the request of the patient's family. The patient was not re-implanted.